Event description:
The distributor reported on behalf of the customer that the device, 60-6085-201a, medium,uterine manipulator, was being used during a hysterectomy on (B)(6) 2024 and ¿the manufacturer's guidelines and positioning on the cervix were followed, and the surgery proceeded as planned. Following the procedure, the surgeon attempted to perform traction by pulling the uterus out with the manipulator, which resulted in the dismantling of the device inside the patient's cavity. The surgery time was affected by this incident, as the dismantled material had to be removed from the patient. There was no remaining fragment in the patient. We were also informed that there was no injury or harm to the patient.". The procedure was completed without an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
Received one 60-6085-201a in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the device was returned in multiple pieces and pulled apart. There is evidence of proper adhesive on the distal tip of the shaft where the uterine balloon was attached. A root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be the use of excessive force during removal of the device from the patient. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 40 reports, regarding 44 devices, for this device family and failure mode. During this same time frame 639,911 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0007. Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. A) swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. B) fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force we will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, 60-6085-201a, medium, uterine manipulator, was being used during a hysterectomy on (B)(6) 2024 and ¿the manufacturer's guidelines and positioning on the cervix were followed, and the surgery proceeded as planned. Following the procedure, the surgeon attempted to perform traction by pulling the uterus out with the manipulator, which resulted in the dismantling of the device inside the patient's cavity. The surgery time was affected by this incident, as the dismantled material had to be removed from the patient. There was no remaining fragment in the patient. We were also informed that there was no injury or harm to the patient.". The procedure was completed without an alternate device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.